Event description:
The customer received a questionable ion selective electrode (ise) sodium result on their c501 analyzer. All testing was performed on the original collection tube. The patient's initial sodium result was 163 mmol/l accompanied by a data flag. The customer called this result to the physician who did not believe the result and asked that it be repeated. The first repeat result from a different c501 analyzer was 142 mmol/l. After calibration and quality control, the sample was repeated on the original c501 analyzer, and the result was 143 mmol/l. No patients were adversely affected by this event. The sodium electrode lot number and expiration date were not provided. The field service representative found that the vacuum tubing on the rinse head had a hole that was causing the erroneous results. He replaced the vacuum tubing from customer stock. The customer performed a successful calibration and quality control.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.